Event description:
Medtronic received information that during use of this oxygenator, a crack was discovered in the body of the oxygenator and the recirculation line. The device was replaced and two units of blood were lost. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection of the returned packaging revealed damage. Visual inspection of the returned product revealed a small fracture on the snap of the header. Blood side pressure integrity testing was performed at one liter per minute with twenty-three psi of back pressure for ten minutes. During the test, a leak at the crack was observed. As part of the investigation, post-sterile samples of the header were analyzed under the microscope in search of micro fractures that could lead to major cracks. No signs of damage were found during this analysis on post-sterile header parts. Conclusion: the clinical observation was confirmed. Medtronic's investigation determined that this kind of damage may be caused by rework of the header. To mitigate further occurrences, assembly personnel were retrained to discard every header part that is reworked. Additionally, there was redesign of the rework tool to avoid damage when removing the header and redesign of the holding fixture for the water leak tester in order to detect leaks located on the header area. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.